Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following information: the customer confirmed the reported event did not involve a fragment falling into the patient's anatomy. There were no reported issues related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. The procedure was completed utilizing a back-up da vinci instrument of the same kind. Associated patient demographics and patient-related information was additionally provided. The large suture cut needle driver instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) investigations found the instrument to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a wire on the large suture cut needle driver instrument snapped while suturing inside the patient. The instrument had seven lives left. Nothing was left inside the patient following the incident. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.